Manufacturer narrative:
Handpiece got hot. During evaluation handpiece failed specs due to cap bearing failure on turbine. Also found cap damaged from coming in contact with rotor. Found no signs of debris around cap on the outside.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.